Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a64 error alarm during self test due to faulty electrical component on the radio frequency board. Unable to communicate with minilink transmitter sensor and glucose sensor simulator or verify lost sensor alarm due to a64 error alarm. No cosmetic damage noted.

Event description:
It was reported that the customer had lost sensor alarms and a failed self test alarm. Customer's blood glucose level was 140 mg/dl. Customer stated that the pump is not communicating with the transmitter. Customer inserted 4 sensors yesterday and had a lost sensor alert and a failed self test alarm. Customer tried 2 sensors this morning and had the same result. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.